Manufacturer narrative:
The user facility is foreign; therefore, a facility medwatch report will not be available. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
A revision is scheduled due to fit and pain.

Manufacturer narrative:
Additional information was received from the rapid response coordinator. The revision took place on (B)(6) 2014 and it was determined that the parts removed were not manufactured by biomet.